Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: glidewire advantage terumo, sheath: 6f terumo destination. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric, heavily calcified superficial femoral artery. The armada 18 was inflated and the balloon ruptured below the rated burst pressure due to the heavy calcification. A high pressure balloon was used. Only balloon angioplasty was done to treat the lesion. The patient is doing well. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.